Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. False eri occurred when the battery voltage was being momentarily pulled down to the eri level as a result of high pacing output demand. Review of the device image showed that the device was operating in high output mode. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.